Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed internal li-ion battery tests during evaluation at the manufacturer's service center. The technician recommended replacing the device's interface board and internal battery pack to address the issue. Additionally, before the device was returned to technician for additional evaluation due to failed repair test, the device's missing feet, o-ring, and cord retainer, damaged port block, rear and front enclosures were replaced. The device also failed the test step for nurse call on. The device was disqualified from recertification. No repairs completed. Device will be scrapped.